Manufacturer narrative:
Bad switch. Qc tested the switch and it was turning off and on one the power was on, but it was not staying on or turning on by itself when the power was off.

Event description:
Customer called and stated the switch turns on by itself.